Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found the issue was caused by corrupt ssd. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(4); product ID: 9735999r, serial/lot #: (B)(4). A manufacturer representative went to the site to test the equipment. It was reported that hardware parts were replaced. The system had 2 solid state drives (ssd) replaced, there were issues with the first one when installed. Both ssd's were returned for analysis and both had electrical failures. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to boot to the login screen. The manufacturer representative attempted to boot to the grub menu, but that was unsuccessful. The representative replaced the ssd, but this resulted in a different screen. The representative restarted the system and the system would momentarily provide the grub menu, and then display "no video detected." The representative shut down the system, reset the uninterruptible power supply(ups), and powered the system. The same issue occurred again, and then the representative was brought into the login screen. The representative logged into admin and proceeded to configure the carts, but a "system program problem detected" popped up. This pop up would repeatedly appear. The representative restarted the system, and it went to "no video detected" and after waiting a few minutes, the system brought the representative back to the login screen. When trying to log in, the representative was unable to use the keyboard, mouse, or touch screen. This was the behavior on both monitors for a few minutes until the representative was able to use all three again. The probable cause was hard drive corruption. There was no patient involvement.